Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case by the tube holder also cracked right plunger case and battery door, and cracked bottom case by l-bracket screws. Event log history was performed and indicated that "force sensor test error" was recorded in history. During analysis, force sensor test error was found at power up and the force sensor was unable to be calibrated. It was noted that plunger assembly was found with contamination inside and was noted to be the cause of the reported issue. Service replaced plunger assembly, plunger cable and plunger tube, performed preventive maintenance and all functional testing which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the plunger of a smiths medical medfusion pump exhibited force sensor error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.